Event description:
It was reported that the lead exhibited noise resulting in inappropriate high voltage therapy. Noise was reproduced with arm movement and deep breathing. Fluoroscopy revealed lead damage below the clavicle. Insulation abrasion was observed upon extraction. The lead was replaced and will not be returned for evaluation. The patient was in good condition following the procedure.